Manufacturer narrative:
Product event summary: the pump and controller with unknown serial numbers were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, the most likely root cause of the reported loss of power may be attributed to a disconnection of both power sources from the controller. Possible causes of the vad stop alarm may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, pump failure. Additional products: heartware ventricular assist system - controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the ventricular assist device (vad) stopped and would not resume function. It was reported that both power sources had been disconnected from the controller. The controller and vad were exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.